Event description:
It was reported that this pacemaker showed a decrease in battery longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker has been explanted on (B)(6) 2019 and is out of service. There were no adverse patient effects. This device has since been received for analysis and the results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared (ert) earlier than previously estimated.

Event description:
It was reported that this pacemaker showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker has been explanted on (B)(6) 2019 and is out of service. There were no adverse patient effects.